Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the transmitter stopped working prior to the 90 day life expectancy. Additional event or patient information is not available. Data was provided for evaluation. A review of the data log confirmed the reported event that the transmitter stopped working by the findings of a signal loss. A root cause could not be determined.